Manufacturer narrative:
Date of event: (B)(6). Date of report: 18aug2019. International UDI #: (B)(4). The service engineer inspected the device and replaced the central processing unit printed circuit board assembly. The service engineer replaced the cpu assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during power on self test the ventilator generated an alarm for the primary test failed(1102) error message. There was no patient involvement.